Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. Moreover, a procedure was performed, and a puss was noted in the pocket. This device was explanted. No additional adverse patient effects were reported.